Manufacturer narrative:
The sleeve is not available; therefore an evaluation cannot be performed. A review of the device history record cannot be performed as the lot number was not provided. The complaint description is consistent with the presence of an irrigation hole punch from the yellow irrigation sleeve associated with the device. The supplier opened a corrective action (scar) to address this issue on 18mar2024. The trend analysis, risk analysis and /or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.

Manufacturer narrative:
The sleeve is not available, therefore an evaluation cannot be performed. A review of the device history record cannot be performed as the lot number was not provided. The investigation is ongoing.

Event description:
The user facility reported that during the procedure, a piece of the sleeve was in the patient's eye. There was no impact to the patient.